Event description:
The pt had performed a precision test with results of 116 mg/dl, 135 mg/dl, and 148 mg/dl, within 10 minutes of each other. During troubleshooting, it was verified that the meter was set in the correct unit of measurement (mg/dl) and that the test strips were within the expiration date. However, the pt reported that the test strips were damaged. They did not receive any medical attention or treatment.